Manufacturer narrative:
The reason for this revision surgery was the reverse shoulder prosthesis (rsp) baseplate main screw broke after 1.8 years of patient use.. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 19511 showed 33 parts reworked due to inspection sheet changes. The root cause of this event is a patient fall; the event is deemed as a non-product related event. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the surgeon had to remove the head to get to the cup as the reverse shoulder prosthesis baseplate main screw broke; due to a patient fall.